Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances spikes on the right ventricular (rv) lead, measuring greater than 2000 ohms. The patient's rv lead was a non-boston scientific product. There was no sensing issues observed and the patient doesn't rv pace. Boston scientific technical services (ts) recommended either continuing to monitor or replacing the rv lead. The physician elected to continue to monitor. This ICD system remains in service. No adverse patient effects were reported.